Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Related patient identifier: (B)(6) - single use mechanical lithotriptor v / serial/lot number unknown

Event description:
It was reported that the single use mechanical lithotriptor's plastic tip at the end for guidewire insertion had split before the insertion into the endoscope. The issue was found during preparation for use for a routine endoscopic retrograde cholangiopancreatography and lithotripsy procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is a correction to h6 type of investigation code 3331 was inadvertently selected and DHR statement in h11 should be removed from the previously submitted supplemental.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the previously submitted h11 to remove internal reference number. It should state please see related report of MFR (B)(4)). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to a brittle fractures originated at the welds, making the guide wire distal end more susceptible to tearing. This suggests a molding defect in the guide wire distal end, indicating that it was not molded under optimal processing conditions. However, as the device was discard, the root cause is unable to be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. Olympus will continue to monitor field performance for this device.